Manufacturer narrative:
Device not returned. Additional manufacturer narrative: hospital will not return device for evaluation. The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. Requests were made for surgery images and echo on cd. Echocardiography has been interpreted by an independent consultant.

Event description:
Reportedly, the 19mm valve was explanted after an implant duration of 1.33 months due to prosthetic valve endocarditis. The customer reported that a magna 3000j19 was implanted for aortic valve replacement (avr) due to aortic regurgitation (ar) on (B)(6) 2011 at different hospital. Two weeks after the operation, pressure gradient (pg) became 40mmhg and heart failure became worse. Patient was transferred to this hospital. On echocardiography, massive rod-shaped vegetation-like material was observed. Pg was 60mmhg (max). C-reactive protein (crp) value was 15. Antibiotics were administrated however it got worse and the emergency operation was performed. The magna 3000j19 was explanted due to prosthetic valve endocarditis (pve) on (B)(6) 2011. Annulus area was not abscessed but fragile. Massive vegetation was observed on the valve. St. Jude medical hp 17mm was implanted as a replacement. Customer commented that this explant was not device related.